Event description:
Event description guidant received information that during a follow-up appointment for this pacemaker, when the quick start icon was selected on the programmer, on episode of pacing inhibition occurred. The programmer wand was removed from the pacemaker and returned to the pacemaker site, then normal pacing resumed. The physician expressed dissatisfaction with this pacemaker due to this occurrence.